Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11mar2019. The philips service engineer (se) inspected the device. The se found the buzzer was beeping due to the board being loose. The se reset the printed circuit board and the issue was addressed. The ventilator passed performance testing.

Event description:
It was reported that there was a loud beep sound coming from the ventilator. There was no patient involvement. The event date was not specified; estimate used.